Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s mother stated that the patient has had an ongoing issue with inaccurate cgm values which resulted in the patient being hospitalized; in most instances the cgm readings were about 100 mg/dl lower than the fingerstick bg values. The example the mother provided was that the cgm reading was 250 mg/dl and the bg was 325 mg/dl; however, she was unable to state when these values were taken or if they were values from the time of the event. The patient had inaccurate readings and calibrated several times daily with no improvement. They bought a new bg meter thinking that may have been the cause, but the inaccuracies continued. On (B)(6) 2020, the patient became 'mean' and was not acting like herself. She was hospitalized for diabetic ketoacidosis (dka) and treated with an insulin drip. The mother stated that after being admitted the patient was very tired, sleeping a lot, barely conscious, and somewhat combative. During technical support troubleshooting the mother indicated that the high alert setting was turned off. The low alert setting was turned on at 100 mg/dl and she stated it had alarmed appropriately in the past. At the time of the report the patient was still in the hospital. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator for this specific event. No additional patient or event information is available.